Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6) years old. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: twave oversensing in patients with brugada syndrome: true bipolar versus integrated bipolar implantable cardioverter defibrillator leads. Circ. Arrhythmia electrophysiol. 2015;8(4):792-798. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who received inappropriate shocks. There was also t-wave oversensing (twos) noted. Reprogramming did resolve some of the oversensing, as well as some surgical intervention on some patients. The status of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: twave oversensing in patients with brugada syndrome: true bipolar versus integrated bipolar implantable cardioverter defibrillator leads. Circ. Arrhythmia electrophysiol. 2015;8(4):792-798.

Event description:
Additional information was obtained through follow up with the author. The author indicated that there were no allegations or patient complications.